Event description:
It was reported that a clearlink vented paclitaxel set leaked from an unknown location. The set had been primed with paclitaxel solution. This occurred before patient use in the oncology department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and found no obvious defects. The device was spiked into an in-house 1000 ml solution bag, reprimed, and observed for leak or flow issues; no issues were identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.